Manufacturer narrative:
Asku

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the patient had exit block and no capture. Both the ventricular and atrial leads were explanted and replaced. No further patient complications have been reported as a result of this event.

Event description:
Asku

Event description:
Asku

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on the proximal conductor (not obstructed), the outer insulation was melted, the outer insulation had cosmetic environmental stress cracking, the outer insulation had a cosmetic depression, there was blood in/on the helix/lobe mechanism and there was apparent explant damage. (B)(4) the full lead was returned, analyzed and the outer insulation was breached mio. It was noted that there was blood/body fluid on the proximal conductor (not obstructed), the outer insulation was melted, outer insulation had cosmetic mio, the outer insulation had cosmetic environmental stress cracking, the outer insulation was breached cut and there was blood in/on the helix/lobe mechanism.